Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had damaged on the careen. The customer blood glucose level was unknown. The customer was not assisted with troubleshooting. Customer stated that the insulin pump had scratches on the screen and the customer had difficult to read the screen. Customer also stated that the tilt to see through the scratches and got the error code. The device will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with minor scratches on lcd display window noted. Insulin pump passed displacement test and self test, no error alarm noted during testing.(B)(4).

Manufacturer narrative:
Device received with minor scratches on lcd display window noted. Device passed displacement test and self test, no error alarm noted during testing.(B)(4).